Event description:
Boston scientific received information that during a routine follow-up, a loss of capture (loc) was noted on the left ventricular (lv) lead. A chest x-ray confirmed a lead dislodgement. A repositioning procedure was attempted, but due to an anatomical problem, the lead was surgically capped and abandoned. The device was reprogrammed to eliminate the lv stimulation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.